Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on 25-oct-2016, a medtronic representative, went to the site to test the equipment. Replacing the power conversion enclosure resolved the reported issue. The imaging system then passed the system checkout, all areas passed.

Event description:
A medtronic representative reported that when the image acquisition system (ias) is powered off and the umbilical cable is disconnected, the power conversion board and system board unexpectedly begin receiving power. No patient was present when this issue was identified.

Manufacturer narrative:
The suspect power enclosure was returned to the manufacturer for evaluation. Functional testing was able to confirm the reported issue. A component on the board was found to be leaking which led to a short on the board. This confirmed an electrical based failure.